Event description:
It was reported that while transporting an intubated pt, it was realized that the ventilator stopped working and there was no alarm noted. The pt was bagged until the ventilator was reset and then transferred back onto the ventilator. There were no reported adverse pt effects.

Manufacturer narrative:
(B)(6).